Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had dislodged. The physician repositioned the rv lead and added slack to the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead and right ventricular (rv) lead exhibited suspected intermittent oversensing and undersensing. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.